Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose/concentration via an implantable pump for spinal pain and other chronic/intractable pain (trunk/limbs). It was reported a couple of years ago and then again this summer over the last month to month and a half, the patient had ongoing issues with the left hip including bursitis and pain and was thinking that it could have pulled on the knee. They were given a shot that cleared it up and then it had returned this summer due to the rain. They have balance issues that stemmed from the patient having had an issue with spinal meningitis 3-4 years ago and had issues with seizures. It developed into encephalopathy and patient had problems ever since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.